Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 under general anaesthesia. The patient was re-implanted with another cochlear device (specific date not reported).

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device which leads to no sound perception. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.